Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately two weeks post-implant, the vad coordinator reported that the cardiologist was unable to affect the patient's pulsatility index (pi) with adjustments made to the pump speed. An echo revealed no blood flow through either the inflow or outflow cannula and still no changes in pi were noted when adjusting pump speed. A hematology consult was requested at that time and the patient was determined to have blood dyscrasia, which is similar to, but not fully consistent with disseminated intravascular coagulopathy, and as a result, the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without further issues. The explanted device was returned to the manufacturer for evaluation and the reported event of no visible flow through the inflow and outflow was confirmed. Examination of the returned pump revealed an adhered, denatured thrombus formation with laminated layering on the proximal-side of the outlet stator. The texture of the thrombus suggests it was present on the outlet stator during pump operation and formed over an unspecified period of time as a result of prolonged exposure to increased bearing heat, although the exact cause or origin of this thrombus cannot be determined. This thrombus was occluding the blood path and would have affected flow through the pump. Examination of the blood tube, rotor and bearings revealed no defects or anomalies related to wear that would have contributed to increased bearing heat. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.